Event description:
On (B)(6) 2024, neo tract became aware of a patient who underwent a prostatic urethral lift procedure on (B)(6) 2024. On (B)(6) 2024, an investigation of the device revealed that 2mm of the capsular tab is broken and missing. On february 23, 2024, additional information was received indicating that the patient underwent a follow-up cystoscopy, which confirmed that no needle fragments were left in the patient. The patient is doing fine, and no adverse events have been reported.